Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer went to emergency room due to high blood glucose level on (B)(6) 2020. Customer's blood glucose level was 600 mg/dl. Customer was treated with insulin drip. Customer did not allege insulin pump for under delivery. Drive support cap was normal. Customer stated that there was no air bubble and leak. Customer was using insulin pump system within 48 hours of reported high blood glucose level event. The insulin pump will not be returned for analysis.